Event description:
Patient was a fall risk. Secondary bed exit alarm and bed exit alarm was set. Three bed siderails were placed in the up position. Patient was calm and cooperative one hour prior to incident. Patient exited the bed. The secondary alarm sounded, but the bed exit alarm did not sound. Biomed found that the bed was zeroed at 132.51 pounds. This will cause the bed to not recognize the patient's weight and will not alarm when the patient is removed. Patient was not injured.